Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes sensing and capture anomalies, low impedance <200 ohms, and thresholds of 2.0v.